Event description:
It was reported that the initial procedure for a pec repair was performed on (B)(6) 2011. Punch and tap were used for the 5.5 peek corkscrew to prepare for implantation. Implant fully seated, case was completed. Bone quality of patient was good. Patient presented with signs/symptoms of infection on (B)(6) 2011. No culture was taken, however, patient started on antibiotics. The hardware was removed, wound healed and infection has cleared. Patient still notes pain and decreased function.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided, so device history record cannot be performed. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.